Event description:
It was reported the pipeline was difficult to deploy and would not open properly. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).